Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2011 at approximately 1:30pm. The patient reportedly tested with the subject meter and reported blood glucose results of "106, 52mg/dl" performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient also stated he tested on (B)(6) 2011 in the morning (unknown time) and received a reading greater than "300mg/dl" which he felt was high compared to his feelings and tested within 2 minutes on a different finger and obtained a result of "65mg/dl." The patient stated he was feeling symptoms of low blood glucose and felt "dizzy, like he had vertigo" prior to testing and therefore retested prior to taking any action with his insulin and then received the low result. The patient stated he self treated with some almond milk at approximately 9:10am and felt better afterwards. The patient did not check his blood glucose until he went to work within 30 minutes and reportedly received a reading of "80mg/dl" with his ultralink meter at work. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site. A quality control solution test was not performed since the patient did not have the solution available. A replacement product was sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and occurred prior to testing on the subject meter, additionally the patient did not administer inappropriate self-treatment. However, this complaint is being reported because the subject meter did not meet lfs's accuracy claim.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.